Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The was evaluated by the biomedical engineer and the reported problem was confirmed. Biomedical engineer replaced the user interface (ui) printed circuit board assembly (pcba) to address the reported issue. Replacing the ui pcba resolved the issue and the device now functions as intended.

Event description:
The customer reported that the device powers on by itself. There was no patient or user harm reported.